Manufacturer narrative:
Concomitant medical products: w4tr02 crt-p, implanted: (B)(6) 2022. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the cardiac resynchronization therapy pacemaker (crt-p) system was explanted due to a pocket infection. Cultures were taken. A replacement leadless implantable pulse generator (ipg) was implanted. No further patient complications have been reported as a result of this event.